Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving no delivery alarms. The patient's blood glucose at the time of incident was 150 mg/dl. During troubleshooting the insulin pump was able to prime without incident. The infusion set was removed and inspected and the cannula was not bent. However, when the fixed prime was performed a second time, the insulin pump alarmed no delivery. Further troubleshooting revealed that the customer had been adhering to proper infusion set usage protocol. She had tried all remedies in order to resolve the excessive no delivery alarms. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.